Manufacturer narrative:
Lead: model 377860, lot #v005234, implanted: (B)(6) 2010, explanted: unk. Programmer: model 37742, serial (B)(4). Recharger: model 37752, serial #(B)(4). (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was in an overdischarged condition and the last time they felt their stimulation was 1 to 2 months ago. The last successful recharging session was 1 to 2 months ago and it was noted that she had other "medical" issues which were taking precedent over maintaining the ins. It was recommended by her physician that she have the ins replaced and was to be scheduled for replacement surgery in the future. If additional information becomes available, a follow-up report will be sent.